Event description:
The customer reported to olympus that the knife head broke when the attachment was used with electricity. The reported problem was found during an endoscopic submucosal dissection operation. The broken part fell into the patient and was been removed. User finished case with another device, and was not delayed more than 15 minutes. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Manufacture date: december 2021. The device was returned to olympus for evaluation where service confirmed the customer's complaint. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h4, h6 and h10. The e1 "telephone number," e2/e3 and g1 "title, first/given name, last name, email address and telephone number" fields were corrected based on information available at the initial report submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the malfunction occurred due to the following: 1) due to the factor described below, spark discharge between the tissue and the cutting knife occurred during output activation. -the output setting for activation was too high -the electrosurgical unit was used in the coagulation mode. -the output activation time to was too long. -contact length between the tissue and the cutting knife was short. 2) high heat caused by spark discharge was locally applied to the cutting knife. Therefore, the strength of the cutting knife decreased. The cutting wire was also scorched. 3) a force to perform tissue incision was applied to the cutting wire which has the reduced strength. This caused the cutting knife to break and fall off. However, a definitive root cause could not be determined. The event can be detected/prevented by handling the device in accordance with the instructions for use which states: do not use this instrument and a cord in an output higher than the rated high-frequency voltage in the table on page 5. This could cause patient, operator or assistant injury, such as thermal injury. It could also damage the endoscope, instrument and/or a cord. When the electrosurgical unit is used in the coagulation mode, deformation or break of the cutting knife could occur, for example when the high-frequency output is set too high or the length of the contact between the cutting knife and tissue is too short. During treatment, always ensure that the slider slides on the handle smoothly and that the electrosurgical knife observed in the endoscopic image is normal. Should deformation or break of the cutting knife be detected during use, immediately shut off the power supply, discontinue the procedure, pull the slider and withdraw the endoscope from the patient with the cutting knife retreated in the coated outer tube. Do not continue using an abnormal electrosurgical knife to prevent perforation or bleeding. If the cutting knife is detached, be sure to collect it using grasping forceps. Always operate the electrosurgical unit at the minimum output level and for the minimum time necessary to successfully complete the procedures. Excessive output level and time may result in patient injury, such as perforation, bleeding or mucous membrane damage. Application of high-voltage waveforms for extended periods increase the likelihood that it may break the cutting knife. When a high-voltage waveform has to be used, minimize the duration of current application. -electrosurgical unit: voltage intensities of various waveforms soft coagulation < cut / pulse cut < forced coagulation be careful not to use excessive force when removing tissue attached to the cutting knife. When the distal end is subjected to excessive force, for example, when scraping with excessive force the cutting knife by tweezers, etc. Or when extending and retracting the cutting knife abruptly and continuously, it may break the cutting knife. Olympus will continue to monitor field performance for this device.